Manufacturer narrative:
Correction: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external and internal visual inspection was performed with no physical damage or discrepancies noted. The reported symptom ¿iipv (dv > 180% to 200% of fv)¿ was not confirmed. A simulated treatment was performed and completed without any failures. The cycler weighed fill volume values were within tolerance. The drain times were within the time specifications for a liberty cycler. The system air leak and valve actuation tests passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A patient caregiver called technical services regarding m65 scale reading error and drain complication encountered warnings during drain three and drain five of five. The patient ended therapy and performed a manual drain. The technical service representative reviewed the patient¿s treatment records and alarm history. During cycle four the patient drained 3609 ml, which was 180% of the patient¿s largest fill volume of 2002 ml. Upon discovery of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with their treatment without the cycler. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. The pdrn stated that the patient¿s catheter was coiled and the patient would have the catheter repositioned. The patient received a replacement cycler and was able to complete peritoneal dialysis therapy without complication.